Manufacturer narrative:
Additional information. One 4.5 footprint ultra pk suture anchor inserter was returned for evaluation. Anchor was not returned prohibiting confirmation of the reported complaint of breakage. The inserter was found to be intact and function as intended. Clinical details were provided confirming the patient had osteoporosis. Per the device instructions for use under contraindications: pathological conditions of bone, such as cystic changes or severe osteopenia, which would compromise secure anchor fixation. User facility.

Event description:
It was reported that the anchor broke during hitting although patient had osteoporosis. No patient injury or significant delay were reported. Back up device was available. Additional information was received and it was confirmed that all the pieces were removed from the patient.